Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). Our fse (field service engineer) was on site and investigated the reported issue. Fse found out that the reported noise was coming from the external air filter connected to the compressor. As a corrective action, fse replaced the filter and the noise was no longer present. After that, the compressor passed all the tests and returned to clinical use. We have not received the air filter for our investigation, therefore the root cause of the reported event could not been found. However previous investigations showed that a leakage in the water trap (air filter) will lead to insufficient supply of gas.

Event description:
Important ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that a leakage noise was coming from the compressor. There was no patient involvement. Important ref. #: (B)(4). Manufacturer ref. #: (B)(4).